Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined but a visible cut at the catheter. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the function of valves, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our examination results, we can determine that the catheters (kink protection and peritoneal catheter) showed non-production related cuts. We are unable to explain how the above mentioned damage occurred. Our traceability showed that the shuntsystem has left our company according to specifications. All quality assurence tests (including the tensile test) were completed successfully. Probably, the catheter was damaged by a sharp tool during the surgical intervention and is ruptured by natural movements over the time. In addition, we can detect an accelerated outflow at the shuntassistant. The visible deposits have led to the change in the flow rate. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx420t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the shunt system caused a fracture of the peritoneal catheter. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.